Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, and after an attempt to screw in the lead, the helix was deformed and could not pass through the catheter any more. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that visual inspection was performed and no anomalies were found on the helix. The catheter was not returned with the lead. Test was performed using a sample of catheter model c304s59, the lead pass through the catheter without obstruction. If information is provided in the future, a supplemental report will be issued.